Manufacturer narrative:
This report is associated with argus case (B)(4).

Event description:
Rectosigmoid cancer [rectosigmoid cancer]. Constipation [constipation]. Abdominal pain [abdominal pain]. Weight decreased [weight decreased]. Device use error [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of rectosigmoid cancer in a (B)(6)-year-old female patient who received double salt dental adhesive cream (new poligrip sh) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sh. On an unknown date, an unknown time after starting new poligrip sh, the patient experienced rectosigmoid cancer (serious criteria gsk medically significant), constipation, abdominal pain, weight decreased and device use error. On an unknown date, the outcome of the rectosigmoid cancer, constipation, abdominal pain, weight decreased and device use error were unknown. It was unknown if the reporter considered the rectosigmoid cancer, constipation, abdominal pain, weight decreased and device use error to be related to new poligrip sh. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] treatment product: herbal medicines. Concomitant products included toughgrip (other manufacturer's adhesive cream for denture wearer). On an unknown date, the patient had been using new poligrip sh for about 3 years. On an unknown date, constipation (seriousness: non-serious) and abdominal pain (seriousness: non-serious) developed. On an unknown date, when the patient was taking herbal medicines for constipation, the abdominal pain was aggravated. In (B)(6) 2019, when the patient visited the hospital, rectosigmoid cancer was revealed, for which the patient underwent surgery. In (B)(6) 2019, the patient regularly visited the hospital once 3 months from (B)(6) for cancer treatment. On an unknown date, the patient lost weight (seriousness: non-serious) due to the cancer, which caused thinner gums. Her dentures did not fit her, but she did not have time for seeing a dentist, so she used new poligrip sh on where the other adhesive cream was applied.